Manufacturer narrative:
No injury reported. Pt had stabilized at time malfunction was noted. Device discarded, no eval could be performed.

Event description:
(B)(6) was called in to assist a local practitioner with a pt suffering from a post-partum hemorrhage at 12:30am on wednesday (B)(6). The pt was s/p cesarean section and had bleed nearly 3 liters by the time (B)(6) entered the scene. Her cervix was approximately 2cm dilated. (B)(6) performed a d and c to remove any retained placental products and then placed the ebb catheter (v 2) without difficulty. He immediately filled the uterine balloon to 1200 cc and the vaginal balloon to 300 cc. When asked why he filled the uterine balloon beyond it's recommended volume, he stated that she was suffering from severe global atony and required the greater amount to accommodate her uterus. The bleeding stopped shortly after insertion of the ebb catheter and the pt was placed in the ICU for continuous monitoring. At 6:30am on (B)(6), (B)(6) placed a call to the ICU to check on the status of the pt and they reported that she was stable and her bleeding had not continued. The uterus had contracted to the level of the umbilicus at that point. At approximately 3:00pm on (B)(6), (B)(6) received a call from the practitioner who reported that when they went to remove the ebb device, they found what appeared to be water in the bed and on the floor around the pt. When they removed the device, it appeared the uterine balloon had ruptured/leaked and was no longer intact (did not require any drainage). The pt remained stable and did not have any recurrence of her bleeding.